Manufacturer narrative:
(B)(4). A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient needed assistance with clearing the alarm and stated that they felt no discomfort or symptoms. Tsr explained alarm and reviewed program and the therapy log. The last drain volume equaled 5730ml. The patient stated that they bypassed drain three of four the previous night. The fill volume equaled 2800ml with a last fill volume equaling 2000ml and an initial drain alarm at 900ml. The initial drain volume equaled 2174ml, with cycle four ultra filtration (uf) of 2930ml, cycle three uf of -1559ml, cycle two uf of -298ml and cycle one uf of 760ml. There was no patient injury or medical intervention associated with this event. No additional information is available.